Event description:
Acetabular line alt xle ntrl g4, was removed from the patient as the item was recalled.patient did not experience harm due to recalled item. Item was removed prior to any harm occurring.